Manufacturer narrative:
(B)(4). Batch # u5d63c. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the incomplete staple line, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. What was the anatomical location of each firing to include name of vessel? Does the surgeon believe a deficiency of device led to the intraoperative bleeding? Does the surgeon routinely wait 15 seconds prior to firing? Did the patient undergo any radiation or chemotherapy? Was the bleeding from the pulmonary artery or one of the veins? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? What was the pre and postoperative anti-coagulant and pain management protocol? Was procedure intra or extra-pericardial? What is the current patient status?

Event description:
It was reported that during a thoracoscopic pneumonectomy, bleeding occurred from the middle of the cut end after the firing. The device was used on the blood vessel. The surgeon commented it bled like the staples at the middle of the cartridge were not deployed. The amount of the bleeding is unknown. No blood transfusion was required. The procedure was converted to open procedure and additional hand suture was performed to complete the case. The device used to dissect the left pa. The bleeding occurred in 4th fire. There was no problem on the firing of three times before bleeding. And so, doctor didn¿t think the bleeding was related to the stapler. There was no functional problem on the 4th firing. The amount of bleeding was 430ml. According to our sales rep, the leg of the staple on one side seemed to be formed, but the staple formation was not known. The patient is stable.

Manufacturer narrative:
(B)(4). Batch # u5d63c. Additional information was requested, and the following was obtained: what was the anatomical location of each firing to include name of vessel? The device used to dissect the left pa. Does the surgeon believe a deficiency of device led to the intraoperative bleeding? =>no. There was no problem on the firing of three times before bleeding. And so, doctor didn¿t think the bleeding was related to the stapler. Does the surgeon routinely wait 15 seconds prior to firing? => no further information is available. Did the patient undergo any radiation or chemotherapy? => no further information is available. Was the bleeding from the pulmonary artery or one of the veins? => the bleeding was form the pulmonary artery. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? => no further information is available. What was the pre and postoperative anti-coagulant and pain management protocol? => no further information is available. Was procedure intra or extra-pericardial? => no further information is available. What is the current patient status?=> the patient is stable. No further information will be provided.